Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) doppler tether had been overextended and would no longer retract. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue found that the tether had been overextended and would no longer retract and replaced the tether assembly. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).